Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction. Monitor sn (B)(4) was returned to the distributor for evaluation. The evaluation of the monitor confirmed the service code 104. The sd card was defective. The distributor evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. The monitor passed essential performance testing. The root cause of the defective sd card could not be positively identified. Device manufacture date: monitor: 10/29/2009. Belt: 6/16/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2019. Clinical review of the downloaded data revealed that the patient experienced a defibrillation event consisting of three shocks. It was reported that the patient was at home and in the bathroom at the time of the event. The patient's spouse and daughter were present during the event. It was reported that the patient fell during the alarms and was unresponsive. The patient's daughter called 911 and attempted to perform CPR, but was afraid to touch the patient due to the lifevest alarming. The patient was taken to the hospital, where the patient passed away. It was reported, by the patient's daughter that the device was displaying a service code 104. The patient's ECG rhythm at the time of the treatment is unknown. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2019.